Manufacturer narrative:
The patient felt pain during an insulin injection. Manufacturing review of documents and penetration force in-process controls showed no abnormalities or deviations from the validated manufacturing process for the main batch 221452.

Event description:
The patient felt pain during an insulin injection.